Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not bale to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the display on an 840 ventilator was changing between screens on it's own. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.